Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 1o2® valve (blue) w/check valve, rotating luer generated a leak at the beginning of anesthesia. The doctor took off the smart valve nut to administer anesthetic, and found that fluid was leaking. There was no patient harm reported.